Event description:
It was reported that the 9900 system was arcing from the high voltage cable during testing. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and re-greased, the tube was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.